Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 6800 system's alarm went off and the system displayed a message that service was required. No patient injury was reported.